Manufacturer narrative:
The analyzer alarm trace contained numerous abnormal aspiration alarms on the date of the event. The investigation determined that the issue was resolved after the replacement of the sample probe.

Manufacturer narrative:
The reagent lot number was 86769701 with an expiration date of 30-jun-2026. The field service engineer found the event consistent with a sample probe issue. The customer replaced the sample probe and repeated qc with results within range. The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results from the cobas 8000 c702 module. Representative examples include: sample 1 initial result was 5.0 mg/dl, and the repeat result using a different analyzer was 3.5 mg/dl. Sample 2 initial result was 5.8 mg/dl, and the repeat result using a different analyzer was 3.7 mg/dl. The repeat result was believed to be correct.